Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision. Hip revised: left. Type of hip replacement product: asr xl. Reason for revision - unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2012. Hip to be revised - unknown. Reason for revision - unknown. Update: added revision date, products, hospital name, surgeon name, product type and side hip. Received: february 13th 2013. Hip(s) to be revised: left. Type of hip replacement product: asr xl. Update: clarified which products belong to which implant date and which were revised, amended implant date. Received: march 27th 2013. Products 1, 3 and 5 were implanted on (B)(6) 2008. Products 2 and 4 were implanted on (B)(6) 2008. Products 1, 2 and 4 were revised on (B)(6) 2011. Update - this is an xl to xl surgery. This com is for the second surgery. Separated the products out correctly for the first and second xl surgeries. Querying what are the two separate reasons for revision, surgeons and hospitals. Taken from claimsuite dated 26th march 2015 this is an xl to xl surgery. For the first revision see (B)(4). Received product stickers through, added the c -stem and c -stem sleeve, reason for revision, surgeon and hospital for this 2nd surgery has now been clarified. Patient details also received. 31st march 2015 reason for revision : metallosis. Surgeon : (B)(6). Hospital : (B)(6) hospital. (B)(6).